Event description:
Customer reported on a failed bravo study. During given imaging internal investigation, it was concluded that the reason for the study failure was that bravo capsule was detached from the patient's esophagus before the predetermined time specified as 48h for bravo procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.